Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated vitros tropi es result was obtained from a patient sample processed on a vitros eci immunodiagnostics system. There was no indication that a reagent, sample or instrument issue contributed to the event. The root cause of this event is unknown.

Event description:
The customer obtained a higher than expected vitros tropi es result (tropi es=0.362 vs. Expected < 0.012 ng/ml) from a single patient sample processed on a vitros eci immunodiagnostics system. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result was reported from the laboratory. It is assumed a corrected result was later issued. (B)(4).